Manufacturer narrative:
H3 other text : not available.

Event description:
Consumer reported when injecting 1 needle bent. Bent it back straight then the needle fell to the floor lot # unknown will not know catalog# 328418. Date of event unknown - 2 weeks ago sample status discard. Cs0069368 / sf 00018059.

Manufacturer narrative:
Investigation summary:  no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.